Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy earlier in the day showing 22 units instead of the customer's anticipated 147 units. The difference exceeded 30 units, but there was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer loaded a new cartridge, and tandem support sent a goodwill infusion set replacement upon the customer's request, advising them to call back if they experienced further issues.